Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing intermittent low blood glucose (bg) levels of below 40 mg/dl resulting in transient ischemic attacks and "brain fog". Low bg cause was reportedly severe insulin sensitivity. Customer declined troubleshooting with tandem technical support and declined to provide further information.